Event description:
It was reported that the external pulse generator (epg) was unable to turn on. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator (epg) was unable to turn on. It was determined at analysis that the lower case was defective and there was no output from the battery compartment cable. Additionally, it was noted that there were errors in the error log. The lower case was replaced and the issue was resolved. The final tests with calibration was done and passed on epg test system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.